Event description:
The consumer alleges she passed out and broke her hip.

Manufacturer narrative:
User reportedly has a history of passing out due to a build up of co2 in her system. User was allegedly using a concentrator, stood up, passed out, fell and broke her hip. Device has been in service for 5 years and device maintenance/repair history is unknown. Device has not been returned, so it is unclear if a product malfunction had occurred or physical damage, service error or lack of maintenance had contributed to this event. MDR filed based on injury.